Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer inadvertently delivered a 15 unit bolus. Customer immediately stopped all insulin delivery and reportedly did not received any of the 15 units of insulin. Tandem technical support informed customer that upon resuming insulin delivery, the previous bolus would not be reactivated. Customer acknowledged information and successfully resumed insulin. Blood glucose was 211 mg/dl.